Event description:
It was reported by the sales representative that the doctor open the packaging and no implant was inside.

Manufacturer narrative:
Zimmerbiomet complaint number cmp - (B)(4). Additional PMA/510(k) number ¿ k011028 / k013227.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. The implant vial was returned and seal has been broken and opened and there was no products inside. Pictures were not provided. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that the doctor open the packaging and no implant was inside. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.